Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported increased charge time could not be conclusively determined. (B)(4).

Event description:
During follow-up, fluoroscopy revealed the lead was displaced. While repositioning the lead, the stylet could not be withdrawn from the lead. In addition, the lead could not be moved due to calcification. The lead was capped and replaced. The patient's condition is stable.